Event description:
The manufacturer received information alleging a ventilator was alarming and powered off. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ballscrew assembly was replaced to address the issue.